Event description:
A physician attempted to place an exceed stent in the right superficial femoral artery (sfa) when the deployment knob broke. The stent was partially deployed and upon attempted retrieval, the stent became kinked due to anatomical considerations. The physician gained contralateral access to retrieve the stent. A wire was used to snare the stent, which was subsequently deployed in the iliac bifurcation.

Manufacturer narrative:
The results of the visual evaluation on the returned sample indicate that a device malfunction could not be identified. Review of the device history record for this lot did not produce any findings relevant to this report.